Event description:
A (B) (6) male patient contacted lifecor customer support to report that the battery pack was in the battery charger overnight and is displaying the red bad battery icon and the green charged icon. The battery pack will not start the monitor. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation battery pack (B) (4) has been completed. Battery pack (B) (4) would not work because there was an unknown substance inside the battery pack. One of the cells was corroded. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was this unknown substance, which looked to be water. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.